Manufacturer narrative:
The handpiece has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted if the results of the quality investigation require one.

Event description:
It was reported that a procedure was delayed 30 minutes because the handpiece did not have power. Another device was used to complete the procedure. There was no medical intervention required. There were no adverse consequences reported as a result of this event.